Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance, high threshold and oversensing. During the procedure to revise the lead it was noted that the lead easily came out of the device header. The implantable pulse generator (ipg) set screw did not securely hold the lead in the device and after lead testing it was revealed that the lead exhibited normal values when tested. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.